Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an inserter does not attach well to the mating spacers. This was detected outside of a surgical setting and a patient was not present.

Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that an inserter does not attach well to the mating spacers. This was detected outside of a surgical setting and a patient was not present.